Event description:
It was reported that the patient had a recent surgery and while in the hospital, two days post-op, the patient had an unmonitored arrest event. The patient is currently unresponsive and suspected to be brain dead. It was noted that the device's data shows expected operation for the indicated settings, with vf (ventricular fibrillation) falling outside the detection zone. No integrity issue was noted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488, implantable pacing lead, implanted: (B)(6) 2007; a 407652, implantable pacing lead, implanted: (B)(6) . (B)(4).